Event description:
On (B)(6) 2021 patient with controller fault alarms noted even when patient connected to reliable power sources. Manipulation of white controller power cord on the controller resolved alarms. Replaced patient's primary hm3 controller.